Manufacturer narrative:
The device is not available for evaluation. The patient reported falling, which may have contributed to this event. It is also possible that this was a pre-existing pars fracture that went undetected. At this time, no conclusion can be made.

Event description:
Surgeon reported that a patient received charite artificial disc at l5/s1 approx a year and a half ago. Patient reported falling to the surgeon. Patient underwent tdr at l4/5 using prodisc in 2007. The surgeon flipped the patient to decompress an adjacent level and found a pars fracture at l5. Surgeon brought the patient back three days later, to remove charite and perform fusion.